Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. An initial report was previously submitted to FDA on (B)(6) 2009; however due to emdr submission issue related to the follow-up report, this is being filed again as an initial report. A copy of the initial report from (B)(6) 2009 MDR # 2124215-2009-19401 is attached.

Event description:
New information received indicates that this device was explanted for normal battery depletion. The device was retained by the hospital.